Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings, evaluation found the scope failed the automatic leak test. Fluid was coming out of the eto valve during the drying process due to the amount of fluid in the plug body. The plug body was dismantled and a large amount of fluid exited the plug body, which directly attributed to the image loss. Also, evaluation found the electrical safety test failed. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the bronchovideoscope image had noise and lines. The issue was found during reprocessing. The customer noted the scope was cleaned using a manual enzyme, paa thermosept disinfection and reprocessed with an automatic endoscope reprocessor. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found there was no image and an e315 unsupported scope error message was displayed. The report is being submitted due to the error message found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the no image/error e315 (unsupported scope) was water invaded the scope connector while the user was handling the device which led to abnormality of electronic parts. Olympus will continue to monitor field performance for this device.